Manufacturer narrative:
(B)(4). Fisher & paykel healthcare (f&p) is currently in the process of completing our investigation. We will provide a follow up report upon completion of our investigation.

Event description:
A healthcare facility in new jersey reported, via a fisher & paykel healthcare (f&p) field representative, that the 900pt290e humidification chamber was leaking water. There was no reported patient involvement.

Manufacturer narrative:
(B)(4). The serial, lot, date of manufacturer and UDI numbers were removed from the report as they were the incorrect numbers provided. The correct numbers were not provided to fisher and paykel healthcare. Method: the complaint 900pt290e humidification chamber was not returned to fisher & paykel healthcare for evaluation. Our investigation is thus based on the information provided by the customer and our knowledge of the product. Results: the customer reported that a 900pt290e humidification chamber was leaking water. Conclusion: without the complaint device, we are unable to determine what caused the reported event. Every 900pt290e chamber is pressure tested following the manufacturing process to check for any leaks present in the chamber due to cracks and other causes. Any chamber which fails this test is rejected. Also, the pressure test is followed by a visual inspection of each chamber. The subject 900pt290e chamber would have met the required specification at the time of production. The user instructions that accompany the 900pt290e humificiation chamber state the following: - "do not soak, wash, sterilize, or reuse this product. Avoid contact with chemicals, cleaning agents, or hand sanitizers." - "set appropriate ventilator alarm." - "perform pressure and leak test on the breathing system and check for occlusions before connecting to a patient."

Event description:
A healthcare facility in new jersey reported, via a fisher & paykel healthcare (f&p) field representative, that the 900pt290e humidification chamber was leaking water. There was no reported patient involvement.